Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient passed away due to cerebral hemorrhage.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was returned for evaluation after the patient expired due to cerebral hemorrhage. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported stroke and subsequent patient outcome could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable intact. The modular cable was returned attached to the pump cable inline connector. The outflow graft was returned detached from the pump cover outlet port; however, the outflow graft bend relief was engaged to the graft attachment hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, visual examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Visual examination of the returned pump cable did not reveal any damage that would have been present during support. The left ventricular assist device event and periodic log files retrieved from the returned device captured the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. A and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio values, as well as suggested anticoagulation modifications. The IFU and patient handbook contain information on how to clean and care for the driveline. Both documents instruct the user to keep the driveline clean and check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also cautions users to call their hospital contacts if they think the driveline is damaged (or might be damaged). The IFU and the patient handbook provide additional instructions regarding driveline care and inform the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU rev. A and the heartmate 3 lvas patient handbook rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio values, as well as suggested anticoagulation modifications. The IFU and patient handbook contain information on how to clean and care for the driveline. Both documents instruct the user to keep the driveline clean and check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also cautions users to call their hospital contacts if they think the driveline is damaged (or might be damaged). The IFU and the patient handbook provide additional instructions regarding driveline care and inform the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.